Event description:
The pt reported that on (B) (6) 2010 he bolused 6 units of insulin through the infusion device and 2 hours later his blood glucose measured 300 mg/dl. He changed the accessories. He stated the infusion device does not deliver the proper amount of insulin. He stated he noticed during priming the infusion set the piston rod of the infusion device retracted. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.